Event description:
Peripheral IV cannulated and upon hooking up fluids, bloody fluid noted at base of plastic catheter. A hole was noted in the catheter. IV discontinued. FDA safety report ID# (B)(4).